Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was not able to get adequate pain relief from the spinal cord stimulator (scs) device. It was noted that the patient liked to feel paresthesia and would run stimulation stronger than advised, which irritated the abdomen. The patient underwent an explant procedure where all device components were removed. The patient was doing well postoperatively. The explanted devices were not returned as they were discarded by the medical facility.